Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator on site, the ventilator counts down and resets during power on. There was no patient involvement.